Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a right side lead placement, the patient started to become non-responsive and there was a brain bleed. "Lead left in place and then patient had CT observed superficial bleed." The brain bleed was reported during lead inserting/testing. It was reported by the manufacturing representative (rep) the patient "will be ok." The left side lead placement was stated to have been "normal." Additional information was received on 2020-02-11 that the lead was implanted initially without issue. It was secured and once moving to the second side, it was then noticed the patient was not responding to command. The lead remains implanted. No external/environmental/patient factors were known that may have caused or contributed to the event. No cause of the reported issues was identified. The second side lead placement was clarified as having been aborted. The hcp closed to take the patient to computed tomography (CT). The patient was stated to be recovering.